Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer cleaned the probe and the instrument ran without any leaks. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters because of the probe dripping into the baths. (B)(4).

Event description:
The customer reported a leak at the probe of the act diff 2 instrument. The volume of the leak was a few drops and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.